Event description:
The customer called technical support (ts) reporting that the device has a noisy blower. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use setup. No medical intervention was provided to the patient nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to replace the blower assembly. The customer replaced the blower assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed the unit did not meet product specifications.